Event description:
Caller alleged false negative hcg results for one pt. Results as follows: customer received negative hcg results on two hcg strip tests. A blood hcg was drawn on the pt and her quantitative level was 25. Customer was previously using the cassette pregnancy tests but is switching to the test strips. Urine sample was collected at 12:45pm. Pt's last menstrual period was (B)(6) 2012. Pt has no known health conditions and is not taking medications.

Manufacturer narrative:
Investigation pending.